Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged sleep apnea, pleural effusion. Medical intervention was not specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.